Event description:
Caller tested 5.4 inr on the coaguchek xs plus system while a comparison lab returned as 4.1 inr. There is not enough information to determine if any treatment was given. No adverse event reported. Requested return of suspect system, however, the suspect strips have since been used up. Replacements were sent.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.